Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for section a patient information, patient identifier: complete first sid = (B)(6); second sample same donor = (B)(6). The customer was unable to provide any additional donor information.

Event description:
The customer reported false (B)(6) prism hiv results on one donor versus procelix ultrio (B)(6) result. The results provided were: sid (B)(6) on (B)(6) 2018 initial on prism serial number (B)(4) = (B)(6); sample then went to nat testing on the procleix ultrio = (B)(6). Second sample ((B)(4)) was collected on (B)(6) 2018 and tested (B)(6) 2018 on prism serial number (B)(4) = (B)(6); on procleix ultrio = (B)(6). Donor was sent to another hospital for a (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
Correction: concomitant medical products, a second analyzer list # 06a36-11; serial # (B)(4) (referenced the initial submission) was added. The customer obtained a nonreactive result for a donor sample ((B)(6) 2018) with the prism hiv o plus assay, lot number 78032m500, but nat testing with procleix ultrio results were reactive. A second sample of the donor was drawn on (B)(6) 2018 and the same results were obtained with prism and nat as the first sample. These samples were not tested with any other assay to confirm whether there are antibodies against hiv present or not. The donor was contacted and a new sample was drawn on (B)(6) 2018 at a hospital and tested with a rapid hiv suds test, which was positive. This sample was not tested with the prism hiv o plus assay to see if the prism o plus assay was able to detect the antibodies like the rapid test. According to the donor their exposure occurred on (B)(6) 2018. A review of tickets determined that there is a no increase in complaint activity for lot 78032m500 and no trends were identified. Sensitivity of the assay was evaluated through review of positive run control, supplemental positive control, and group o positive control values. The controls were reviewed and found to be within specifications, therefore, the sensitivity of the assay is not affected. Manufacturing documentation for prism hiv o plus assay, lot number 78032m500, was reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the prism hiv o plus reagent, lot 78032m500.